Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2026, the lay user/patient contacted lifescan (lfs) germany, alleging that their onetouch ultra plus reflect meter displayed inaccurately high blood glucose test results. The complaint was classified based on the customer care agent (cca) documentation, since multiple attempts to reach the patient for further information were unsuccessful. It was not reported when the alleged meter issue began, and no specific readings were provided. It was not reported if the patient takes medication to manage their diabetes or if they made any changes to their usual diabetes management in response to the alleged issue. The patient reported a delayed detection of hypoglycemia due to the alleged issue resulting in a blood glucose level of ¿approximately 20 mg/dl¿. The patient reportedly required hospitalization and unspecified treatment. Troubleshooting was unable to be completed. This complaint is being reported because the patient reportedly required medical intervention for an acute low blood glucose excursion after obtaining alleged inaccurate high results with the subject meter.